Event description:
It was reported that the device is undersensing and that patient activations do not show much of any EKG data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.